Event description:
Procedure type: low anterior resection. Patient gender: female. According to the reporter: the procedure went well and the anastomosis did not show any leak at the time of the operation. A couple of days later, the patient complained of abdominal pain. The anastomosis had a leak and the patient was diagnosed with peritonitis. The patient was sent for another operation and was treated with antibiotics. The patient had undergone radiation therapy prior to the surgery and has recovered following the second surgery to mend the leak.

Manufacturer narrative:
Initial report sent: 11/27/2007.